Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed and reproduced the reported symptom system error 105, which was caused by sheared motor mount screws. The failed motor assembly and screws were replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump displayed system error 105. There was no pt involvement.